Event description:
Pt reported that system had been explanted due to a fractured catheter. According to the pt she had experienced severe fatigue, racing heart and pressure on her chest, which she attributed to the chemotherapy treatment so did not notify her physician. Prior to further treatment the pt described the difficulties experienced and was sent for test, which were negative. The type of tests were not indicated. Difficulties accessing the system were experineced with the pt again experiencing chest pressure. The infusion was discontinued. Pt was notified to go to the ER if she experienced chest pressure again. When pt presented to the hosp an x-ray was performed which is reported to have shown a piece of catheter lodged in a valve of the heart.